Event description:
New information received notes that the right ventricular lead had re-exhibited noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented with noise over-sensing exhibited on the right ventricular (rv) lead. No intervention was performed. There were no patient consequences.